Event description:
Customer called to respond to the field notification letter regarding the drive support cap. The drive support cap is protruding. Customer did push in the cap while disconnected. Advised customer not to push on the drive support cap while connected. Advised customer that the insulin pump will need to be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.